Event description:
It was reported that the patient had some intermittency in (B)(6) 2012 and made an appointment to see the audiologist at the clinic. He denies trauma, head cold, flying, blowing nose, etc. No ground path impedance can be established with the palpitation of the internal stimulation and having the skin flap come in contact with the ground electrode. He has no access to sound as of (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.